Event description:
After sij fusion procedure the patient woke with immediate symptoms of l5 nerve impingement. Imaging showed the 70 mm implant was impinging on the l5 nerve root. Approximately 2 months later, the surgeon removed the implant and replaced it with a 40 mm length implant. After the revision, the surgeon reported the patient was "100% better" with no symptoms.